Manufacturer narrative:
Sample is currently in transit to the mfg site for analysis.

Event description:
Customer reported that tube has a ridge/groove at the lower margin of the tube. It was confirmed this was noted prior to use and therefore there was no impact to pt.